Manufacturer narrative:
We checked the returned unit and confirmed that the ccd driver pcb as defective. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd driver pcb. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the ccd signal wire fluid damage, the segment fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the remote control switch fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the electrical connector fluid damage, the lg cable connector fluid damage, the operation channel leak, the distal body worn out, the operation channel resistance, the suction channel kink, the lg water supply tubes kink, the lg water jet supply tubes kink, and the lg air supply tubes kink; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.